Event description:
On 08/26/2021, it was reported through the surgical outcome system that a revision surgery is required due to a complication and hardware failure. No additional information provided. Additional information requested. Additional information provided 8/27/21: the date of the primary procedure was (B)(6) 2021 for a rotator cuff repair. On (B)(6) 2021 the patient was given a corticosteroid injection. Complication reported on (B)(6) 2021 due to a complication and hardware failure. No revision procedure has taken place. Additional information provided (B)(6) 2021: per the sales representative, the patient did not require a revision surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a patient-specific event.